Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent the initial procedure on (B)(6) 2022 (received an s-rom noiles rotating hinge knee). The patient felt his knee "give way", followed by significant pain. Upon investigation it was discovered that the "boss" for the sleeve attachment on the femoral component had broken resulting in failure of the construct. The patient underwent revision surgery and the damaged femoral components were removed and revised to an lps distal femoral replacement. The retrieved implants were sent to the bio-engineering department at (B)(6) hospital as per standard protocol here in (B)(6). If other, describe: n/a, if other, describe : revision knee surgery., patient status/ outcome / consequences : yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain, inflammation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe : x-rays, revision surgery, other information : n/a, is the patient part of a clinical study : unknown, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of : none, device in possession of : none, (B)(4). Device property of : none, device in possession of : none, (B)(4). Device property of : none, device in possession of : none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned. Photo evidence and x-rays provided were reviewed and found no product issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.